Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - ball head nh cocr 32 12/14 s/ pn 7210-32-004/ ln 63225913, durasulâ¿¢ hooded insert size 32mm i.d. X 53mm o.d. Former centerpulse/ pn 437732053/ ln 63182562, stem size 8 14/ pn 2834/ ln 2869021 once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03365.

Event description:
It was reported that patient underwent a right hip revision approximately 1 month post implantation due to pain, dislocation, leg length discrepancy and pelvis fracture.